Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pe insert to be revised after 23 years due to material degeneration. The ccp request form requires a complaint submission to produce the needed pe liner, as the item does not exist any longer. Patient consequence? Unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) used to capture the surgical intervention.